Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported there was insulin that leaked into the cartridge chamber from the infusion adapter. Pt stated, she first noticed the issue a couple of months ago. Pt reported she had changed the infusion adapter and the new adapter looked more rubbery like. She stated she tried another adapter of the same type and still the insulin leaked. Pt reported she had some old infusion adapters that were made of hard rubber, she tried one and the leak stopped. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.